Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
One of the tampons completely unraveled.was like pulling out gauze [device breakage]. Case narrative: consumer reported via e-mail that one of the tampons unraveled. No injury reported.